Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, power management board and outlet flow path thermistor were replaced to address these issues. The device's oxygen inlet tubing was found to be disconnected from the active exhalation control module. The tubing was reconnected to address the issue. The device had damage consistent with it being dropped.